Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that insulin pump received a power error alarm. Customer was advised that power source was unable to charge. After troubleshooting, customer was advised to monitor insulin pump. Customer's blood glucose was 134 mg/dl.